Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose event after replacing depleted insulin and subsequently receiving a large correction from the ilet, followed by a ¿usual for me¿ meal announcement. Troubleshooting confirmed that the supply change was performed correctly, and education was provided regarding meal announcements and maintaining consistent meals during the learning phase. The user reported symptoms including sweating and dizziness, with a documented glucose nadir of 39 mg/dl. The event was self-treated with oral carbohydrates and food. The low glucose resolved without assistance, and no medical intervention or hospitalization was reported. Investigation included review of device-reported glucose trends and a user walkthrough of the setup and supply change process. User education was also provided regarding algorithm learning behavior and appropriate meal announcement selection. Investigation of this case revealed that the device delivered a correction for preceding hyperglycemia and that subsequent meal insulin during the learning phase may have contributed to the hypoglycemia. No device malfunction was identified. Based on previously established findings for similar reports, the cause was determined to be unclear and consistent with use-related factors during algorithm adaptation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.